Event description:
It was reported that the implant broke when the screw tip impacted the metal part of the anchor, which made the screw insertion impossible. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is not confirmed. One unpackaged, ar-2324bcm-1/ batch 15138246, was received for investigation. Upon visual inspection, it was noted that the eyelet assembly was not returned for investigation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.